Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported the insulin pump had critical pump error alarm. Customer blood glucose reading was 102 mg/dl. Customer saw a red x on the screen. Customer stated the alarm did not reoccurred. The insulin pump was not dropped or bumped. Troubleshoot was performed. The insulin pump will be returning for analysis.

Manufacturer narrative:
Unit received with critical pump error (open book) and unable to download due to moisture damage on the electronics assembly. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unit received with moisture damage noted on motor, vibrator motor assembly. Unit received with missing reservoir tube o-ring, missing retainer, broken reservoir tube lip, cracked keypad overlay at select button, cracked case at battery tube side, scratched case, damaged keypad overlay texture and minor scratched lcd window.